Event description:
A cook jejunal feeding set was placed in the patient. The user reported that the g port [gastric port line] and j port [jejunal port line] were reversed. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. Our evaluation of the photo received from the customer confirmed the report. The g-tube and j-tube adapters appear to be placed on the opposite administering port of the barbed connecting adapter. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definite cause could not be determined although the photo reasonably suggests the product was not made to specification with the g-tube and the j-tube adapters placed on the opposite administering ports of the barbed connecting adapter per manufacturing drawing. The evaluation found no evidence that we have nonconforming product in house. Quality engineering will continue to monitor for complaint trends. Prior to distribution, all jejunal feeding tubes are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.